Event description:
The following has been reported: will not recognize the secondary port of cassette. Not able to start a secondary infusion. A preliminary review of the device logs identified mechanical hardware failure (vr coupler). The device was returned for evaluation. The pump was powered on with no alarms. A mock infusion was attempted but device errored for not being able to read the cassette. The pump was opened to inspect for internal damages. Several internal damages were found including retaining plate cracked, lcd screen screw mounts cracked, fva lip seals, loading pin lip seals, and all loading pins had excessive debris built up on them. The fva valve pins, and all loading pins will need to be removed and replaced since not all the debris were able to be cleaned off with alcohol. The pump was reverted to bring up mode and failed for a set ID, which confirms the complaint. During investigation it was found the cycle counts on the batteries were high (>115). While the batteries are not a source of failure at this time, they will be removed and replaced. Reporting as a conservative measure due to the set ID issue identified during testing. No adverse effects were reported.